Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture. The physician opted to perform a lead revision procedure. No additional adverse patient effects were reported. This lead remains in service.